Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-04971. It was reported the patient experienced ineffective stimulation. System diagnostics revealed high impedances on 8 out of 16 leads. Reprogramming resolved the issue.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-04971. Additional information identified therapy was lost. Surgical intervention may take place at a later date to address the issue.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2018-04971. Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the leads were revised. Reportedly the physician disconnected the leads from the header and reconnected them including tightening the ipg header screws. Impedance issue was resolved. Effective therapy was achieved post operatively.